Event description:
Customer called to report that the insulin pump display is blank. Customer mentioned that rechargeable batteries were being used before switching to energizer battery. Blood glucose reading was 259 mg/dl. Troubleshooting was performed. The battery compartment and the spring was found to be corroded. Customer mentioned that this situation has occurred multiple times in the last month. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump alarmed for a failed battery test due to a corroded battery cap contact. The insulin pump was tested with a test battery cap and monitored. All operating currents were tested within specified within specified range. No blank display was noted. No corroded battery tube or battery spring was noted. The insulin pump downloaded properly. No download anomaly was noted. No radio frequency anomaly was noted.